Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: grip was deformed, air/water cylinder had no color, suction cylinder had no color, scope connector cover unit had corrosion due to water leakage, label on suction connector was damaged, due to a pinhole on bending section cover, water tightness was lost, due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, objective lens had a crack, connecting tube had a buckling, universal cord had a wrinkle, switch box ,upward/downward angulation control knob, right /left knob, scope connector case unit ,plug unit all had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Event description:
It was observed that during the device evaluation, videoscope light guide lens adhesive and the light guide lens exhibited foreign material. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unidentified foreign material at light guide lens and light guide lens glue was due to foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from bending section cover. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.